Manufacturer narrative:
(B)(4). The device was received and the reported inability removing the lock line and the reported inability to remove the gripper line was confirmed during device analysis. While the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. Given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. The inability to remove the gripper line was the result of the gripper line becoming caught on one of the frictional elements (fe); however a cause for this interaction could not be definitively determined. It is possible that the user technique of removing the gripper line or the challenging patient anatomy (rotated heart) contributed to the gripper line being caught on the fe; however, this cannot be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the stuck lock line and stuck gripper line. It was reported that this was a mitraclip procedure to treat grade 3 to 4 degenerative mitral regurgitation (mr). During lock line removal, the lock line was stuck and was unable to be removed, despite troubleshooting steps taken. Attempts to remove the gripper line were also unsuccessful. The grasp from the leaflets was released and the underployed mitraclip was removed from the anatomy. The procedure continued with another mitraclip that was successfully implanted, reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.